Event description:
It was reported that a nurse injured her wrist while trying to adjust the foot section of the bed manually. The extent of the injury or if medical intervention was required was not reported. The bed was evaluated and no defects were found.

Manufacturer narrative:
It was further reported that the nurse involved in the event sprained her left wrist. The nurse was on modified duty following the event and saw the employee health department because allegedly ibuprofen and ice did not relieve the pain.

Event description:
It was reported that a nurse injured her wrist while trying to adjust the foot section of the bed manually. The extent of the injury or if medical intervention was required was not reported. The bed was evaluated and no defects were found.